Event description:
It was reported that the pulse generator exhibited backup operation during an ablation procedure. Device replacement had already been planned during the same procedure due to normal battery depletion. The device was explanted and replaced. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.